Manufacturer narrative:
The distributor's representative replaced the power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer advised datascope's distributor that while the unit was in use on a patient, after about five minutes of therapy, the display presented a message that the unit was "initializing." They power cycled the unit several times, and the display blacked out while the unit generated a high-pitched squeal. The customer replaced the ac fuse on the rear panel, but the symptom persisted. The patient was switched to another unit and therapy was continued. No patient injury was reported.